Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the patient became hypotensive. Treatment included vasopressors and intravenous fluids. Two days postprocedure, the patient was discharged to home with orders to take sudafed twice daily for blood pressure maintenance. Three days postprocedure, the patient was readmitted for hypotension. Symptoms included confusion and aphasia. Reportedly, the neurological symptoms were secondary to the hypotension and were not a permanent neurological event. Treatment included intravenous fluids and neosynephrine. Eight days postprocedure, the hypotension resolved. There was no discharge date provided. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Hypotension and neurological events are known possible adverse events associated with the use of the device as listed in the rx acculink stent instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.